Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint "seal would not load correctly" could not be confirmed as the seal was not returned. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load correctly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.